Event description:
Based on information reported to davol: it was reported that when opening up the x-stream irrigation tubing for the case, the paper on the package got stuck to the sides of the plastic and would not come out without contaminating the steril field. There was no patient involvement as the product was not used. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
Visual examination of the returned device confirmed that the unit had a cracked/broken blister. The blister packaging seals were found to be completely intact and not compromised. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the steril barrier; however, this damage is highly evident to the user.